Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma after implant of their implantable pulse generator (ipg) system. It was further reported that the ipg was exposed outside of the patient¿s body. It was also reported that the patient experienced an infection. The ipg system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.